Event description:
The customer reported a weakly false positive reaction of a donor sample with seraclone (B)(6) art. (B)(4), lot 7038090-08. The donor was supposed to have blood group b. Customer has sent us the donor sample but not a vial of the complained lot of reagent. Therefore donor sample was tested with the retention sample in the immediate spin method and reacted weakly positive with seraclone (B)(6). Sample was sent for molecular typing of the abo blood group to an external lab. We are still waiting for the external result.

Manufacturer narrative:
Summary: testing of the quality control lab confirmed the correct function of the affected lot of seraclone anti-a. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product.